Event description:
In early 2008, the patient was implanted with two gore tag thoracic endoprostheses. A distal type I endoleak was noted (unknown date). Nine days later, a gore tag thoracic endoprosthesis and a palmaz stent were placed distal to the initial devices. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted tg3410.